Event description:
It was reported that the tip end of the reduction ball end driver broke off during use in surgery. The broken fragment was left in the screw and remains implanted in the patient. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the driver has broken off. This driver is designed for screw removal. Excessive torque applied during tightening may break or damage the tip of the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.